Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8s and a lantern delivery microcatheter (lantern). During the procedure, the physician reported that the pod8 was running in the target vessel and would not take its intended shape. Therefore, the pod8 was removed. The procedure was completed using another pod8 and the same lantern. There was no report of an adverse effect to the patient.